Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was confirmed to be dislodged post-operative via chest x-ray. It was noted that dislodgement was due to the patient's actions post-sedation. The rv lead was repositioned and still remains in service. No additional adverse patient effects were reported.